Manufacturer narrative:
Batch review performed on 07 may 2021: lot 2005756: (B)(4) items manufactured and released on 11-aug-2020. Expiration date: 2025-07-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
18 days after the primary, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the poly and the surgery was completed successfully.